Event description:
Boston scientific received info that the pt with this device sought medical attention due to an audible alert from their implanted system. During interrogation, high out of range impedance measurements were exhibited. Boston scientific's technical services was contacted for recommendations, as the device is a fairly recent implant. No adverse effects were reported and root cause analysis remained ongoing; however, likely suspected a setscrew connection anomaly. Subsequently, the system elected to surgically intervene. During intervention, a loose connection was confirmed. The electrode's terminal pin and device were successfully reestablished, with no further measurement anomalies observed, post-reconnection. To date the device and electrode remains implanted and in service. No adverse pt effects were reported during the revision procedure.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.